Event description:
Patient presented to the physician with tongue pain and severe pain at the neck incision site. Patient also reported ipg site pain that radiates toward the chin. On examination, the physician observed visible fluid accumulation under the chin. Physician admitted the patient for further evaluation. A CT scan was performed, revealing that one loop of the lead body had moved through the muscle layer, separating the subcutaneous tissue. Physician prescribed pain medication and will re-evaluate the next steps.

Event description:
Patient presented back to the physician with continued pain at the neck incision site due to the physician's decision to abandon the stimulation lead from a prior explant procedure that occurred on (B)(6) 2025. Physician brought the patient into the operating room, removed the stimulation lead, and closed.

Event description:
Patient presented back to the physician with continued pain at the chest incision site. Physician brought the patient into the or, removed the ipg, and closed.